Manufacturer narrative:
(B)(4). Insulin pump received not stuck in the manufacturing mode. Software 2.8c. Insulin pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads, cracked retainer, serial number label stained and minor scratched lcd window.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was an allegation of hyperglycemia as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary : it was reported to medtronic minimed that the the customer experienced hyperglycemia and received insert battery now alert. Customer also mentioned pump had a crack on the case. The event involved product(s) mmt-1715k. Troubleshooting was partially performed. The customer was using the insulin pump within 48 hours and the auto-mode/smartguard feature was active at the time of high blood glucose event. . Customer mentioned pump had a crack on the battery compartment. Customer reported hyperglycemia was treated with manual injection. No further patient complications were reported. The customer will discontinue the use of the device. Mmt-1715k was requested and the device was returned.